Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The first cuff was visually and microscopically examined, and leak tested. No anomalies were found. The second cuff was examined and a pinhole was identified in the cuff shell, consistent with wear at a fold in the cuff. The remainder two component of the device, the pump and the balloon, revealed no other damage or irregularities. Based on the information available and analysis results, the pinhole identified in the second cuff could have caused or contributed to the reported clinical observation of fluid leak and mechanical issue.

Event description:
It was reported that the patient was experiencing incontinence again while using a double cuff artificial urinary sphincter (aus) system. A replacement surgery was performed and it was noticed that one of the cuffs had a hole and the system has run empty. A new double cuff aus system was implanted and the patient is expected to fully recover.

Event description:
It was reported that the patient was experiencing incontinence again while using a double cuff artificial urinary sphincter (aus) system. A replacement surgery was performed and it was noticed that one of the cuffs had a hole and the system has run empty. A new double cuff aus system was implanted and the patient is expected to fully recover.